Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in and on the delivery device and loading device indicating that there was attempt to deploy the device into the aorta. Due to the presence of blood in the delivery device ,the measurements of the delivery device was not taken. Based on the received condition of the device the reported complaint ¿failure properly deploy¿ was not confirmed. Specific action for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.